Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer takes "forever" to load and sometimes the screen goes black. Followup indicates the programmer froze on the initial screen and would not interrogate a device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the long boot time and the screen goes black before fully booting. Analysis also found the ECG (electrocardiogram) connector on a printed circuit board assembly is loose. Foot pads on lower case are worn, antenna connected functional test is out of specification (antenna found loose), display hinge screws are loose, and hinge plate screws are missing and loose.